Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the errors prevented login to server as well as failures opening sql server management studio (ssms). A technical support specialist (tss) reviewed windows services and found that structured query language (sql) services and several related services were stopped which caused the reports not to print. All affected services were restarted, after which access to server was restored successfully. Verification confirmed that stations were not in critical override mode, ssms opened without error, extract transform load (etl) ran successfully and the server downtime query indicated normal server communication. Login to hsv showed no related errors. The customer was informed though mail that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server machines were in disconnect mode. Both pyxis machines were on critical override and were not communicating with the ehr. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.